Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durum hip generic, on an unk date and is currently being monitored for unk reasons. No other info was received. For this complaint.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this complaint has not been reported and since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in july 2008 as notification (B)(4). Should add'l info become available, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number: (B)(4).